Event description:
It was reported that 5 bd pen ndl 32g 4mm 90 CT were unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that 5 pen needles clogged during injection. Date of event : (B)(6) 2021; samples status : discard.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd pen ndl 32g 4mm 90 CT were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that 5 pen needles clogged during injection. Date of event : (B)(6) 2021. Samples status : discard.